Manufacturer narrative:
G4: 25mar2020. B4: 27mar2020. A credit was issued to the customer. The v60 ventilator was returned to failure investigation for analysis. Testing was performed and was unable to replicate failure. Cycle testing and normal testing did not replicate reported failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23jan2020.

Event description:
The customer reported touchscreen does not respond. The service technician indicated the fault was found during incoming inspection. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.